Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with varipulse¿ bi-directional catheter and the patient experienced complete heart block that required temporary pacemaker insertion. After completing a pv (pulmonary vein) isolation using the varipulse¿ / trupulse pulse field ablation system, they had mapped and ablated a mitral isthmus flutter line, and when repositioning the cs (coronary sinus) catheter, they had stopped pacing and found that the patient was in complete heart block. They resumed pacing and gave the patient isoproterenol which resulted in a junctional rhythm. A temporary pacer was inserted. The patient was reported to be stable. The physician is unaware how the heart block occurred. Separate from the adverse event, it was reported that the interface cable between the ngen generator and pump had a damaged connector (it was believed the connector was stepped on). Additionally, it was reported that they got an intermittent back patch detached error message on the carto 3 system. Swapping the back and chest patch ports resulted in the issue following the cable.